Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was not available for evaluation; however, the customer provided a photograph of the device. A photographic inspection identified that there was a leak at the heat seal between the tube and the 2-way heat seal area of the chamber. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flogard compatible bloodset leaked during a blood transfusion. The blood never made it to the patient. The patient did not lose blood. The transfusion was performed on a different set. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.